Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device was electively replaced. Device interrogation was attempted at the procedure; however, the device had entered safety mode and interrogation could not be completed. A boston scientific replacement device was successfully implanted. No adverse patient effects were reported. The device is expected to be returned for evaluation.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined. Boston scientific makes every effort to identify the root cause for all events; however, in this case, the specific cause of the device entering safety mode could not be identified during laboratory analysis as the returned device's battery had insufficient power remaining to maintain device diagnostic data and provide evidence of potential causes (i.e., high impedance) through direct battery testing. Based on all available evidence, it is most likely that this device was impacted by high impedance within the battery. Boston scientific has issued a worldwide product advisory communication in june 2021 and november 2023 regarding dual chamber ingenio? Extended life (el) pacemakers (including advantio) and cardiac resynchronization therapy pacemakers (crt-ps) that may initiate safety mode later in device life (i.e., prior to reaching the explant battery indicator) when the device's battery exhibits high internal impedance. This device is included within this advisory population. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device was electively replaced. Device interrogation was attempted at the procedure; however, the device had entered safety mode and interrogation could not be completed. A boston scientific replacement device was successfully implanted. No adverse patient effects were reported. The device is expected to be returned for evaluation.